Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump alarm history confirmed 128-fe81 alarms indicating a 5-volt motor power supply fault. During testing, the 128-fe81 error warning was not duplicated. A visual inspection of the pump showed evidence of moisture corrosion inside the battery compartment. Leak testing confirmed a battery compartment leak. The pump was opened and evidence of moisture corrosion was found on the printed circuit board components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.